Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the tissue expander was put in the breast and filled with saline and that was when the healthcare professional noticed that there was a defect in the tissue expander. The sizing was not affected. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: a mentor tissue expander of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with a mentor tissue expanders of unknown type and experienced deflation. Upon removal it was noticed that they were both leaking. As a result, the patient had undergone explantation on (B)(6) 2018.